Event description:
It was reported that testing was carried out which showed 3 short-circuit's involving 7 electrode channels. Electrode 12 is extracochlear. The patient's mother requested re-implantation, however, not before (B) (6) 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.